Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead experienced a syncopal episode. The device was interrogated with a programmer and device data was reviewed. Upon review of device data, it was noted that rv threshold measurements had increased to 3 volts and device outputs were programmed to trend at 2.5 volts. The syncopal episode was felt to potentially be related to the increase in threshold measurements. The health care professional (hcp) and physician discussed potential programming options with technical services (ts). The hcp reprogrammed rv outputs to 5 volts per the request of the physician and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.